Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that only the stent was returned. Some of the struts on one end of the stent were pushed apart, misaligned and lifted. The other end of the stent was flattened. The middle section of the stent was flattened on one side and pushed outwards on the other side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral stenting treatment procedure the stent dislodged. The 80% stenosed lesion was located in the mildly calcified and moderately tortuous iliac artery. Vascular access was obtained via the right femoral. The physician performed the procedure ¿bareback¿ without utilizing an introducer sheath. As the physician advanced the 8.0x40x75cm express ld iliac/biliary pre-mounted stent delivery system (sds) up and over the iliac bifurcation resistance was encountered. The physician advanced the express ld sds over the iliac bifurcation and noted that the express ld stent dislodged in the left iliac artery, but did not migrate. The physician successfully snared the express ld stent and removed it from the patient. The physician inserted an introducer sheath and used another express ld iliac/biliary pre-mounted sds to complete the procedure. No further patient complications were reported and the patient¿s status is fine.

Event description:
It was reported that during a percutaneous peripheral stenting treatment procedure the stent dislodged. The 80% stenosed lesion was located in the mildly calcified and moderately tortuous iliac artery. Vascular access was obtained via the right femoral. The physician performed the procedure "bareback" without utilizing an introducer sheath. As the physician advanced the 8.0x40x75cm express ld iliac/biliary pre-mounted stent delivery system (sds) up and over the iliac bifurcation resistance was encountered. The physician advanced the express ld sds over the iliac bifurcation and noted that the express ld stent dislodged in the left iliac artery, but did not migrate. The physician successfully snared the express ld stent and removed it from the patient. The physician inserted an introducer sheath and used another express ld iliac/biliary pre-mounted sds to complete the procedure. No further patient complications were reported and the patient's status is fine.